Event description:
The customer reported that their video adapter device could not be removed from the camera head, and that there was considerable distortion of the image. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that their video adapter device could not be removed from the camera head, and that there was considerable distortion of the image. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. Please refer to the following sections for the new information: d8, h3, h4, h6 the device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, other evaluation findings include the following: rattling, corrosion of e-coupler, and corrosion of the main unit. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): when loosening the scope lock, be careful not to turn it too hard in the loosening direction. It may damage the scope lock. The most probable cause of the rattling issue and customer's reported issue could not be established. The most probable cause of the corrosion issue is cause linked to device but unable to trace more specifically. Olympus will continue to monitor the field performance of this device.